Manufacturer narrative:
Additional suspect medical devices component involved in the event: model#: sc-8336-50, serial #: 1072424, description: sc-8336-50, coveredge 32,50 cm 4x8 surgical lead; model#: sc-4316, lot #: 18921744, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the battery site. Symptoms of fever and discomfort were noted. Infection was not device related and no device malfunction was suspected. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well post operatively.